Manufacturer narrative:
There has been limited information provided by the reporter with no indication of the reason for removal, patient symptoms, or a device malfunction. Confirmation that the removal case was completed was not provided. This limited information led to a conservative determination that an MDR would be required. This determination was made primarily on previous complaints of a similar type. No DHR review could be completed as part and lot numbers were not provided. Complaint trending found the rate of complaints to be a remote probability of occurrence. The risk assessment determined the associated risks have been identified. No device was returned for evaluation. The investigation could not determine a cause for this adverse event due to the limited information provided. This submission is for 1 of 1 devices involved in the event.

Event description:
A patient with a prodisc c total disc replacement implanted on an unknown date underwent surgical intervention to remove the prodisc c device on (B)(6) 2021.. There was no indication why the prodisc c device was removed. No explanation as to why the device was being removed was provided. No patient symptoms were provided, and no device malfunction was indicated. There has been limited information provided about this event.